Manufacturer narrative:
The device was returned to olympus for evaluation, and the reportable malfunction of foreign material inside the channel was confirmed. The investigation revealed no other reportable findings. A root cause could not be determined. Based on the investigation, it is likely the following led to the malfunction: cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope forceps channel was suspected to have a foreign object similar to adhesive tape. The issue occurred during maintenance. There were no reports of patient involvement.

Event description:
It was reported the bronchovideoscope forceps channel was suspected to have a foreign object similar to adhesive tape. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.